Manufacturer narrative:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) made a noise coming from the drive manifold. The getinge field service engineer (fse) resolved the reported issue by replacing the drive manifold assembly (0104-00-0031). The fse then performed a full pm with calibration, functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) made a noise coming from the drive manifold. There was no patient involvement.